Event description:
Additional information received by ICU medical via email: customer stated that the event happened during testing 10-apr-2023. No patient involvement.

Manufacturer narrative:
Email is:(B)(6). Evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the instruction label was broken. Front panel bent. Incorrect patient outlet fitting installed on the device. Functional testing confirmed the complaint. CPAP is out of spec but could not verify tidal volume report. Root cause of the issue was the CPAP being out of specification. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Recalibrated CPAP. No action taken for tidal volume, it was within specifications. Replaced patient outlet fitting, replaced MRI battery, sintered filter and o rings. Adjusted patient pressure cycling led and peep control valve to tolerance. Performed preventative maintenance, cleaned unit and affixed new service label. Device passed functional testing after the completed repairs.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "CPAP control and tidal volume are off". Patient involvement is unknown.